Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm app and os incompatible due to unsupported os update on smart device occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. Data investigation could not confirm cgm app and os incompatible due to unsupported os update on smart device. The root cause could not be determined. No injury or medical intervention was reported.